Manufacturer narrative:
This report is submitted on december 05, 2023.

Event description:
Per the clinic, the device was explanted for unspecific medical reasons (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report. This report is submitted on february 20, 2024.